Manufacturer narrative:
Pending evaluation. Concomitant devices: equinoxe reverse glenoid plate (cn: 320-15-01; sn: (B)(4)). Equinoxe reverse compression screw/locking cap kit, 4.5 x 38mm (cn: 320-20-38; sn: (B)(4)). Equinoxe reverse compression screw/locking cap kit, 4.5 x 34mm (cn: 320-20-34; sn: (B)(4)). Equinoxe reverse compression screw/locking cap kit, 4.5 x 34mm (cn: 320-20-34; sn: (B)(4)). Equinoxe reverse compression screw/locking cap kit, 4.5 x 26mm (cn: 320-20-26; sn: (B)(4)). Equinoxe reverse glenosphere, 38mm (cn: 320-01-38; sn: (B)(4)). Equinoxe reverse locking screw (cn: 320-15-05; sn: (B)(4)). Equinoxe reverse torque defining screw kit (cn: 320-20-00; sn: (B)(4)). Equinoxe reverse tray adapter plate tray, +0 (cn: 320-10-00; sn: (B)(4)). Equinoxe reverse humeral liner, 38mm, +0 (cn: 320-38-00; sn: (B)(4)).

Event description:
Revision due to infection.

Manufacturer narrative:
The revision reported was likely the result of infection. Any ¿surgical site¿ infection noted in a patient that is greater than 3 months postop from a total joint surgical procedure is highly unlikely to be related to the surgical procedure for placement of the total joint or the device itself [1]. The reported infection occurred less than 6 months after the devices were implanted. Therefore, the sterilization records were reviewed. The certificates of processing for the equinoxe shoulder components were reviewed, and all minimum and maximum delivered doses were within the minimum and maximum specified doses superficial or deep infection is covered under the general surgical risks section of the equinoxe shoulder system IFU 700-096-060 rev m. 1. Acute infection in total knee arthroplasty: diagnosis and treatmentjuan carlos martínez- pastor,* francisco maculé-beneyto, and santiago suso-vergaraauthor information article notes copyright and license information disclaimeropen orthop j. 2013; 7: 197¿204. Published online 2013 jun 14.